Manufacturer narrative:
The complaint device (commander delivery system - model 9610tf29) is not sold or marketed in the us; however it is deemed similar to the (commander delivery system - model 9600lds29). The PMA/510k field will be blank. The lot number is 59907835. The delivery system was returned in an unlocked position with valve crimped on inflation balloon. The device was visually inspected and the following items were observed: the crimp balloon appears severely compressed, and the distal edge of the valve was approximately 1.75¿ from distal tip. The handle was disassembled and a break/separation in the balloon shaft at the proximal stop sleeve was observed. Engineering attempted to de-air the device and was unsuccessful. Leakage was confirmed. Engineering could not replicate the fine adjustment issue reported in the complaint via functional testing because of the device¿s return condition. However, the fine adjust difficulty issue was confirmed based on the complaint description ¿valve alignment wheel was not working. They tried 3 times before deciding to align valve manually. The system was unlocked and in the ok position for doing it manually. But after he pushed, the shaft was broken at the level of the handle.¿ the delivery system handle was disassembled to measure components of the delivery system. The delivery system was dimensionally measured for any components that could possibly interact during the valve alignment function. All measured dimensions are within specification except for balloon shaft od proximal to stop sleeve, which is undersized. It is likely that this smaller od is the result from pulling (and eventual fracture) on the shaft when difficulty was encountered during valve alignment. The decreased/undersized balloon shaft od would not have contributed to the complaint as it does not create any dimensional interference with other components and is not part of the fine adjust mechanism. During manufacturing, the commander delivery undergoes 200% inspection for the following: mechanical damage (e.g. Kinks, breaks), collet engagement (verifying locking functionality) and shaft clearance, and fine adjust function. The complaint for fine adjust difficulty was confirmed. Engineering could not replicate the fine adjustment issue reported in the complaint via functional testing because of the returned condition. A review lot history and complaint history revealed a potential manufacturing non-conformance related to the reported event. Corrective actions have been implemented through a CAPA. As an interim action, a fsa (field safety notice) was distributed in february 2015 containing additional instructions and troubleshooting measures to employ should the fine adjustment issue arise the complaint for delivery system handle leakage was confirmed. During visual inspection of the returned device, a break/separation in the balloon shaft at the proximal stop sleeve was observed. The root cause of this type of failure was investigated as part of a CAPA. The primary root cause for this type of failure (balloon shaft fracture) was determined to be the use of excessive force or bending during the valve alignment process. Balloon shaft fracture (as seen in this returned compliant device) results in a gross leak in the delivery system and potentially the inability to finalize valve alignment.

Event description:
As reported by our affiliates in (B)(4), during the transfemoral procedure, there was difficulty with valve alignment. The edwards 16f esheath was inserted normally. Bav was done with a 25mm edwards balloon. The delivery system was inserted through the esheath normally. The valve alignment wheel was not working. Alignment was attempted three times before deciding to align the valve manually. The system was unlocked and in the position for aligning it manually. After the physician pushed, he saw that the shaft was broken 2cm after the yellow marker, near the handle. The wire was visible. Then, physicians decided to stop and to retrieve the valve into the esheath. No consequences for the patient. Another s3 29mm was successfully implanted.

Manufacturer narrative:
The complaint device (commander delivery system - model 9610tf29) is not sold or marketed in the us; however it is deemed similar to the (commander delivery system - model 9600lds29). The PMA/510k field will be blank. Investigation is ongoing.